Manufacturer narrative:
Per the tandem user guide: the pump is indicated for use with novolog or humalog u-100 insulin. The tandem pump user guide instructs the user to remove any residual air from the cartridge with an insulin filled syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Reportedly, the customer was not removing the air from their cartridge during the loading sequence and was using fiasp brand insulin. Tandem technical support informed the customer that is off-label per the user guide. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy.